Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and was frozen. In addition, it was reported that the wake button was stuck. The customer's blood glucose level was 400 mg/dl. Reportedly, the screen cleared itself and customer declined to further troubleshoot with tandem technical support.